Event description:
It was reported that device blocks during drug delivery and alarms. There was unknown patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9 - date returned to manufacturer: 18-dec-2024. H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual tests found a detached downstream occlusion (dso) seal and the reported problem was confirmed. The root cause of the issue was a defective dso sensor. The dso seal and sensor will be replaced to fix the issue.